Manufacturer narrative:
Concomitant medical products: product ID: gwbc30, serial/lot#: unknown, ubd: unknown, UDI# unknown. Fdm codes: 4115 applies to the delivery catheter system and guidewire (previously filed 4114 applies to valve). Conclusion: the device history record of the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A lot history record review is not required for the as the event description does not indicate a potential manufacturing issue a coronary occlusion post transcatheter valve deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the native leaflets occluded the coronary artery which then led to profound hypotension and cardiac arrest. Per the warnings in the confida instructions for use (IFU), the guidewire should not be pushed pulled or rotated against resistance, and the wire position should be monitored throughout the procedure for proper placement of the curve and distal tip. It is unknown if the user lost visibility or placement of the guidewire. However, they did report that the valve was recaptured. Without angiographic images, or a returned guidewire to determine if the user manipulated the tip shape, which is against the instructions in the IFU, we are unable to determine the exact cause. The confida IFU cautions the user not to manipulate the device without fluoroscopic visualization. In addition, cardiac perforation and death are known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The confida brecker guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and to mitigate the variability associated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the transcatheter aortic valve procedure, or other diagnostic and interventional catheterization procedures. In terms of transcatheter aortic valve procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a transcatheter aortic valve delivery system tracked over the guidewire and to mitigate the risk of lv perforation. In addition, a cardiac perforation is a known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Unfortunately, without the return of this guidewire for analysis, or the lot number of this guidewire, we are unable to review the lot history records and unable to perform a complete analysis. The report of patient expiration three days post implant was ascertained as being related to the valve procedure. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the devices, and there was no indication that a malfunction or misuse contributed to the reported e vents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 02-apr-2021, (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, during deployment, the patient became hypotensive. The valve was recaptured; an occlusion of the right coronary artery and two perforations in the left ventricle were noted which lead to profound, unstable hypotension and cardiac arrest. The transcatheter valve system was withdrawn from the patient and not implanted. Subsequently, the case was converted to an open procedure and a non-medtronic surgical valve was successfully implanted. The patient was supported by intra aortic balloon pump and vasopressor medication. It was reported the patient died three days following surgical valve implant. The cause of death was not received. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received that indicated the coronary artery occlusion occurred during valve deployment and was suspected to be caused by a leaflet obstruction. The ventricle perforations were due to the medtronic guidewire. The lot number could not be confirmed. An autopsy was not performed; however, the death was reported to be due to cardiopulmonary arrest after withdrawal of support requested by the patient's family. If information is provided in the future, a supplemental report will be issued.